Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions from the same event. The other is (B)(4). Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, two different lot numbered ar-13991n scorpion needles broke (lot 10168126, (B)(4) and lot: 10166813, (B)(4)) while being used with fastpass scorpion, ar-13997sf (lot 47439, (B)(4)). The case was finished by opening their second shoulder repair set and using their other scorpion suture passer. No further details, additional information has been requested. Follow-up investigation: the broken needle tip was not retrieved form the patient. It is unknown which lot number the unretrieved needle tip is from. The scorpion was not dry-fired or deployed prior to use. Both needles were passed less than 5 times each prior to breaking. The scorpion jaws were securely clamped on the tissue during suture passing and the neither needle hit bone or the inside of the cannula.